Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the tube performed trouble shooting. Review of the system log file showed that malfunction with x-ray generator. Fse found that x-ray tube arcing and gridswitch errors detected. Fse replaced the x-ray tube. After replacement of x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray tube was not working and therefore no fluoroscopy was possible. System was in clinical use at the time of the reported event and patient had to be moved to another room causing a delay of 15-20 minutes approximately. No harm was reported. A philips field service engineer (fse) inspected the system onsite and found that there was an issue with the x-ray tube itself. Fse proceeded to replace the tube and the system is now returned in good working conditions.